Event description:
The rosa arm was in the home position after the rosa portion of the surgery was completed (placing electrodes in patient). While in the home position, a communication error message appeared and the robot shut down. The robot was restarted and put into guidance mode; however, when attempting to connect to the arm by moving to a trajectory a communication failure message appeared again and the robot shut down. The robot was restarted in maintenance mode to check the logs and try to connect the arm via kineverif. Mario.win was started successfully and kineverif was opened. The connect button was pressed and a message appeared saying to try again in one minute. After one minute the connect button was pressed again and a failed to turn servos on message appeared. Connecting through kineverif was attempted again, but was unsuccessful. As the patient was still connected to the mayfield adaptor, no further attempts were made to connect to the robot by manually moving the arm at this point. After the surgery was completed and the robot was moved out of the or, the side panels were opened to manually release the arm. The manual release button was pressed for each joint; however, only joint number 3 could be moved. The joints were attempted to be moved several times, with another person as well; however, only one joint could be moved. It was attempted to connect to the controller via ftp surfer; however, the connection could not be made despite several attempts. Of note, the laptop was connected to ftp surfer earlier that day to collect controller logs, so the connection was working previously that day. The front panel of the robot was removed and it was noted that the top green switch was in the off position. The switch was turned to the on position while the robot was turned on; however, it would not stay in the on position when released. While the button was switched to this position, a quick green light appeared and shut off again in a moment. The robot was turned off and this was attempted again. The switch was moved to the on position and stayed there. As soon as the robot was turned on though, the switch clicked back into the off position. It was also noted that the display at the top of the controller panel which shows a red letter and dot was not on, so no letter or dot was visible.

Manufacturer narrative:
It was reported that multiple communications failures occurred while the robot arm was in home position or tried to connect to the controller. A full analysis of data logs was performed and did not identify errors in controller logs. Further investigation revealed that a robot component had to be replaced (auxiliary robot power supply). This component was replaced, which solved the issue.

Event description:
The rosa arm was in the home position after the rosa portion of the surgery was completed (placing electrodes in patient). While in the home position, a communication error message appeared and the robot shut down. The robot was restarted and put into guidance mode; however, when attempting to connect to the arm by moving to a trajectory a communication failure message appeared again and the robot shut down. The robot was restarted in maintenance mode to check the logs and try to connect the arm via kineverif. Mario.win was started successfully and kineverif was opened. The connect button was pressed and a message appeared saying to try again in one minute. After one minute the connect button was pressed again and a failed to turn servos on message appeared. Connecting through kineverif was attempted again, but was unsuccessful. As the patient was still connected to the mayfield adaptor, no further attempts were made to connect to the robot by manually moving the arm at this point. After the surgery was completed and the robot was moved out of the or, the side panels were opened to manually release the arm. The manual release button was pressed for each joint; however, only joint number 3 could be moved. The joints were attempted to be moved several times, with another person as well; however, only one joint could be moved. It was attempted to connect to the controller via ftp surfer; however, the connection could not be made despite several attempts. Of note, the laptop was connected to ftp surfer earlier that day to collect controller logs, so the connection was working previously that day. The front panel of the robot was removed and it was noted that the top green switch was in the off position. The switch was turned to the on position while the robot was turned on; however, it would not stay in the on position when released. While the button was switched to this position, a quick green light appeared and shut off again in a moment. The robot was turned off and this was attempted again. The switch was moved to the on position and stayed there. As soon as the robot was turned on though, the switch clicked back into the off position. It was also noted that the display at the top of the controller panel which shows a red letter and dot was not on, so no letter or dot was visible.

Manufacturer narrative:
Follow up report to correct the incorrect software version provided the lot number of the initial report.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.   Unique identifier (UDI) number : (B)(4).

Event description:
The rosa arm was in the home position after the rosa portion of the surgery was completed (placing electrodes in patient). While in the home position, a communication error message appeared and the robot shut down. The robot was restarted and put into guidance mode; however, when attempting to connect to the arm by moving to a trajectory a communication failure message appeared again and the robot shut down. The robot was restarted in maintenance mode to check the logs and try to connect the arm via kineverif. Mario. Win was started successfully and kineverif was opened. The connect button was pressed and a message appeared saying to try again in one minute. After one minute the connect button was pressed again and a failed to turn servos on message appeared. Connecting through kineverif was attempted again, but was unsuccessful. As the patient was still connected to the mayfield adaptor, no further attempts were made to connect to the robot by manually moving the arm at this point. After the surgery was completed and the robot was moved out of the or, the side panels were opened to manually release the arm. The manual release button was pressed for each joint; however, only joint number 3 could be moved. The joints were attempted to be moved several times, with another person as well; however, only one joint could be moved. It was attempted to connect to the controller via ftp surfer; however, the connection could not be made despite several attempts. Of note, the laptop was connected to ftp surfer earlier that day to collect controller logs, so the connection was working previously that day. The front panel of the robot was removed and it was noted that the top green switch was in the off position. The switch was turned to the on position while the robot was turned on; however, it would not stay in the on position when released. While the button was switched to this position, a quick green light appeared and shut off again in a moment. The robot was turned off and this was attempted again. The switch was moved to the on position and stayed there. As soon as the robot was turned on though, the switch clicked back into the off position. It was also noted that the display at the top of the controller panel which shows a red letter and dot was not on, so no letter or dot was visible.